Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 was corrected to reflect "death" . This was incorrectly changed on the 1st follow -up report. It is corrected to reflect the initial report. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam became degraded and allegedly caused a patient to develop cancer. The patient did receive medical intervention diagnosing the cancer but at this time is unknown. The patient reportedly passed away five years ago. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention diagnosing the cancer but at this time is unknown. The patient reportedly passed away five years ago. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.